Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the event, the patient had received an m31 air detected in cassette alarm during fill one of five of peritoneal dialysis therapy. It was noted that the patient had filled 1556ml of an expected 2250ml at the time of the alarm. The patient verified that there were no pinches, kinks, or air bubbles in the tubing and that the cone was not obstructing any flow of solution. The patient attempted to press ok to re-initiate treatment but the m31 alarm reoccurred. The technical support representative had the patient reboot the cycler and a power fail recovery failed message appeared. Upon removing the cassette, fluid appeared to leak from the cassette. Treatment was cancelled and the patient was advised to contact their peritoneal dialysis registered nurse regarding the event. The next evening, the patient attempted to use the cycler for their next therapy and received an sb supply bag lines are blocked error during dwell one of five of their therapy. At this point, the patient notified the technical support representative that fluid was found within the cassette compartment of the cycler during their previous treatment. The patient attempted to wipe up the fluid prior to setting up the cycler with new supplies. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient continued with their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the issue. The cassette was no longer available for evaluation. The patient has received a replacement cycler and is continuing with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.